Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 double head pump. The incident occurred in concord, california. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 double head pump gave a fault in motor controller error message (code 442) during procedure. There was no patient injury.

Manufacturer narrative:
H 11:no evidence of service intervention is currently available. Complaints database analysis revealed no similar event since unit installation in 2019. Moreover, the complaints database analysis, pointed out that no concerning trend has been identified, thus excluding any manufacturing issues as per the s5 list of error codes and s5 service manual the error code 442 indicates that a discrepancy between the set value for the pump rpm and the actual value and the pump stops due to a high current consumption. This error code can be caused by: - occlusion set too hard; - wrong tubing; - rotor blocked by a foreign object; - a rotor tight rotating most likely due to defective bearing. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.